Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from u.s.a. Stating that the device was retaining fluid and causing leakage. It is unk that this event did not occur during surgery. It is known that there was no injury or medical intervention reported related to this occurrence. No additional info was available.